Event description:
It was reported that approximately one month post implant the right ventricular (rv) lead exhibited oversensing. The implantable pulse generator (ipg) showed oversensing/marker channels with no correlating electrogram (egm). The rv lead was reprogrammed with unipolar sensing changed to bipolar sensing. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.